Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a ventricular assist device (vad) malfunction and a pump thrombosis. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
One (1) pump with unknown serial number was not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.